Event description:
Customer reported that have had the unit for four months and now it will not return to zero. The unit needle indicator is stuck at 65. The customer did not provide a date when then this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue that the needle will not return to zero. However the needle pointer is not stuck. The needle still goes up when the inflation bulb is squeezed and holds pressure. The needle returns to 65 when pressure is released. No reading were taken due to the position of the needle. There was no physical damage observed. Note: instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).